Event description:
The guide wire was being used in the peripheral and was advanced past the sfa through the guiding catheter. Upon removal of the guide wire it was noted that a portion of the guide wire was missing. Under fluoroscopy, the separated portion of the guide wire could be seen coming out of the guiding catheter. The guiding catheter was removed from the patient and the guide wire was removed from the guiding catheter. Reportedly, there was no patient injury.